Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose on an unknown date was 560 mg/dl with unspecified ketones, extreme drowsiness, extreme thirst, and excess urination. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pumps settings were not recently changed. During troubleshooting, a cartridge compartment crack was reported; it was reported the cartridge crack was first noticed (B)(6) 2016. This complaint is being reported because the reported health event was attributed to an alleged malfunction.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03/15/2017 with the following findings: review of the black box data revealed the last basal delivery was recorded on (B)(6) 2016. A replace cartridge alarm was recorded on (B)(6) 2016 at 20:24 and delivery resumed on (B)(6) 2016 at 00:15. A replace cartridge alarm was recorded on (B)(6) 2016 at 23:31 and delivery resumed (B)(6) 2016 at 00:21. On examination, the cartridge compartment was damaged near the threads. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range and accurately. Unrelated to the original complaint, the battery compartment was noted to be cracked and the display screen was found to be discolored.

Manufacturer narrative:
Follow up #2 submitted: 04/06/2017. Correction of the conclusion codes.